Manufacturer narrative:
D3 - g1 corrected. Please refer to the attached analysis report.

Event description:
The pacing system was implanted on (B)(6) 2011. Reportedly, during a follow-up performed on (B)(6) 2021, the estimated residual longevity was not available. Considering the patient condition and the implantation duration of the pacing system, the physician decided to schedule a re-intervention for a prophylactic replacement. The pacemaker was explanted on (B)(6) 2021. Since the ventricular lead impedance was low, it was decided to replace the ventricular lead during the same re-intervention. Review of the provided patient files revealed that all the episodes recorded in the device memory showed non physiological signals on the ventricular channel. The ventricular lead impedance measurements were low, with punctual measurements below 200 ohms, most probably due to a ventricular lead issue.

Event description:
The pacing system was implanted on (B)(6) 2011. Reportedly, during a follow-up performed on (B)(6) 2021, the estimated residual longevity was not available. Considering the patient condition and the implantation duration of the pacing system, the physician decided to schedule a re-intervention for a prophylactic replacement. The pacemaker was explanted on (B)(6) 2021. Since the ventricular lead impedance was low, it was decided to replace the ventricular lead during the same re-intervention. Review of the provided patient files revealed that all the episodes recorded in the device memory showed non physiological signals on the ventricular channel. The ventricular lead impedance measurements were low, with punctual measurements below 200 ohms, most probably due to a ventricular lead issue.